Manufacturer narrative:
Patient presented post op appt on (B)(6) 2024 with epidermolysis along incision line on left breast, along with a blister and erythema. Prescribed creams to apply. On (B)(6) 2024 continued wound care and increased cream to twice daily. By on (B)(6) 2024, patient's skin is necrosed and needs debridement, which is scheduled for (B)(6) 2024'. As per FDA 21 cfr 803.3, a 'serious injury' is defined as: 'an injury or illness that: is life threatening; results in permanent impairment of a body function or permanent damage to a body structure; or necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure.' The patient in this case required medical intervention in the form of prescribed creams and debridement to preclude permanent impairment of a body function or permanent damage to a body structure, therefore this event meets the definition of a serious injury.

Event description:
Patient had a bilateral mastectomy on (B)(6) 2024 and the incisions were dressed with liquiband secure. Patient presented post op appt on (B)(6) 2024 with epidermolysis along incision line on left breast, along with a blister and erythema. Prescribed creams to apply. On (B)(6) 2024 continued wound care and increased cream to twice daily. By on (B)(6)2024, patient's skin is necrosed and needs debridement, which is scheduled for on (B)(6)2024.